Event description:
A report was received that the patient underwent an ipg replacement procedure due to an unknown reason.

Event description:
A report was received that the patient underwent an ipg replacement procedure due to an unknown reason.

Manufacturer narrative:
Additional information was received that it was physician's preference to change the ipg. There was no issue with the device.